Manufacturer narrative:
External insulation abrasions were found at 46.3 - 46.6cm, 47.3 - 47.6cm, and 48.0 - 48.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
An asymptomatic patient presented in the or for device change-out due to normal eri. Externalized conductors were noted. No electrical anomalies were detected. Lead was explanted and replaced.